Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was implanted in a patient with a occuluded left anterior descending artery. The ICD sensed and delivered therapy appropriately successfully converting the patient's vf. It was further reported that two days post implant the patient experienced very fine vf, near asystole, that was not sensed by the ICD. No therapy was delivered by the ICD and the patient died.